Event description:
The customer reported to vyaire medical that the avea ventilator has 100% leak and the some of the monitored values have asterisks. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Upon troubleshooting found that the expiratory flow sensor connector assembly in the expiratory corner was bad and leaking. Replaced with new assembly, est passes every time. Did have to re-calibrate the exp flow sensor transducer as the vte was reading too high. Continued on with ovp, all tests passed, vent is functioning properly and can be back to service.